Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: if other, describe --> pediatric surgery, was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. When was the suture detached/pulled off from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify : suture was detached during use on patient. No product is available for return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Suture broke at swage during use. No adverse patient consequences have been reported. Additional information has been requested.